Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the low pump flow was patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the pump had extremely low flows, and the patient never had a return of spontaneous circulation (rosc). The decision was made to remove the impella cp and place it back in the ventricle. However, the patient continued to require cardiopulmonary resuscitation (CPR). Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.